Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a beeps without a message in the display of the insulin pump. No buttons were pressed or accidentally pressed. Customer's blood glucose was 101 mg/dl. Pump was not suspended. There were also no delivery alarms that happened during normal use. Customer was asked verbally and in written form to return the pump for analysis.